Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "99" as no date of birth was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Patient reported stabbing/burning sensation in both breasts and sleeping issues.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Additional information: g3, g6, h2, h3, h6, h10. Tiger aesthetics medical was unable to perform an evaluation as the device was discarded by the customer. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device discarded.